Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump due to not being home and lacking charging supplies, but technical support later assisted the customer with the pump reset, resolving the issue.